Manufacturer narrative:
Evaluation summary: one sample of device was returned for evaluation. The reported event was confirmed. The returned unit inflated without any issue. The returned unit was leak tested under water and no leakage was detected. The returned unit remained inflated for a four hour period and no leakage. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff breakage. The customer indicated no patient involvement.